Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v435226, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A healthcare provider of a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported a loss of therapy and that the device system was not effectively controlling the patient's symptoms. The patient's daughter thought that there was no point to the patient having the stimulation system because it wasn't working. The healthcare provider also asked if there was an update to the programmer because it wasn't working. No event cause, troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the health care professional reported that the patient's daughter adjusted the patient's stimulation and they were now both satisfied with the results of the therapy.